Manufacturer narrative:
The customer did not return the device for evaluation. The contour next test strips and contour next control solution with lot #s 0fpec55b and 0bv2g62 associated with the event expired in (B)(6) 2022 and (B)(6) 2022 respectively. Despite of the test strips being expired, the in-house contour next one meter was tested with the in-house contour next test strips from lot # 0fpec55b and in-house contour next control solution from lot # 1bv2c34, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests. Additionally, the device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test and obtained a reading of 153 mg/dl at 12:46 a.m. On the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the troubleshooting, the customer ran three additional control tests and the readings were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.